Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events, concerned a 03-year-old female patient of unknown origin. Medical history included down syndrome and thyroid gland disorder. Concomitant medications included insulin degludec included diabetes. The patient received insulin lispro (rdna origin) injection (humalog 100 u/ml) via cartridge (batch number asked but unknown), via a reusable humapen ergo ii, 5 international units, four times a day, for the treatment of diabetes beginning in 2025. Frequency and route of administration were not provided. She experienced a defect with humapen ergo ii, as the screw was stuck and no insulin lispro was released; in some instances, insulin lispro was released suddenly in a single burst. Additionally, no clicks were heard while dialing the dose and the humapen ergo ii defect led to breakage of the cartridges used with the humapen ergo ii pen ((B)(4) lot number: 2305d02). Due to the humapen ergo ii defect, insulin lispro was perceived to be retained at the injection site and not adequately absorbed, trapped under the skin, which was associated with hyperglycemia. Due to hyperglycemia, she was admitted to the emergency on (B)(6) 2026 and received intravenous fluids as corrective treatment to control the blood glucose level. The event of hyperglycemia was considered serious by the company due to medical significance. She was discharged on the same day after being fully recovered. No information regarding corrective treatment was provided. The insulin lispro treatment was continued. Follow-up will be attempted to obtain additional information, including batch number. Any subsequently received data will be included in the case accordingly. The operator of the humapen ergo ii and training status was unknown. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use was one year. The action taken with the suspect humapen ergo ii and its return status was not provided. The reporting physician did not relate the event with insulin lispro treatment and humapen ergo ii. Update on 14apr2026. Additional information received on 10apr2026. Add device malfunction information; added lot number in narrative and product complaint number. Update narrative and corresponding fields. Edit 30apr2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.